Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problem"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity") and bladder disorder ("bladder problems"). The patient was treated with surgery (hysterectomy (partial) performed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, urinary tract disorder, abdominal pain, back pain, dyspareunia, dermatitis allergic, hypersensitivity and bladder disorder outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dermatitis allergic, dyspareunia, hypersensitivity, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: patient received treatment for events -rash/skin condition, hypersensitivity, bladder problems, urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-jan-2020: this case found to be duplicate of case: (B)(4), hence this case should be deleted from argus central (nullification reason : duplicate case is identified with fu information). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problem"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity") and bladder disorder ("bladder problems"). The patient was treated with surgery (hysterectomy (partial) performed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, urinary tract disorder, abdominal pain, back pain, dyspareunia, dermatitis allergic, hypersensitivity and bladder disorder outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dermatitis allergic, dyspareunia, hypersensitivity, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: patient received treatment for events -rash/skin condition, hypersensitivity, bladder problems, urinary problems diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Amendment: the report was amended for the following reason: correction: essure was removed (intervention required selected). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.